Event description:
A doctor reported inflammation and hypopyon following an intraocular lens (iol) implant procedure. Aseptic endophthalmitis was suspected. A bacterium inspection was not performed. The patient was treated with ocular medication and the symptoms resolved. The lens remains implanted. Additional information was requested.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).